Event description:
The customer reported that a study drug infusion took longer to infuse than expected because of air-in-line alarms. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.